Event description:
It was reported that the physician contacted boston scientific technical services (ts) to inquire whether a magnetic resonance imaging (MRI) procedure could be performed, since the left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms). Ts stated that that this cardiac resynchronization therapy pacemaker (crt-p) would perform a lead integrity test when programmed to MRI mode, and an alert would subsequently trigger which would explain the potential risks. It was stated that this crt-p is not designed for a MRI procedure with out-of-range impedance measurements. The physician stated that a lv lead revision is anticipated to resolve the event, but this has not yet occurred. At this time, the system remains implanted and in-service. It is unknown if the lv lead is a boston scientific product.

Event description:
It was reported that the physician contacted boston scientific technical services (ts) to inquire whether a magnetic resonance imaging (MRI) procedure could be performed, since the left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms). Ts stated that that this cardiac resynchronization therapy pacemaker (crt-p) would perform a lead integrity test when programmed to MRI mode, and an alert would subsequently trigger which would explain the potential risks. It was stated that this crt-p is not designed for a MRI procedure with out-of-range impedance measurements. However, the patient transferred to a new healthcare facility and no further action would be taken in this event. At this time, the system remains implanted and in-service. No adverse patient effects were reported.